Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. One month later, a postoperative computed tomography scan revealed aneurysmal sac enlargement. The physician plans to perform a reintervention.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manfacturing paperwork is being conducted.